Manufacturer narrative:
One (1) used sample was returned for evaluation. As received no physical damage or anomalies were observed, only some residual on the thread was observed. No mating device was returned for evaluation. The returned set was tested as per procedure and no internal/external leaks were observed after the test. The male luer meets the iso design specification. Complaint of leak cannot be confirmed or replicated. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a microclave® clear neutral connector where the customer reported that there was white precipitate in clave on peripherally inserted central catheter, line ringing occluded with glucagon. The clave was changed, line drew blood and flushed easily. The impact of the incident was the line broke. There was patient involvement, and no harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).